Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had a fall more than 2 years ago. The patient clarified that there was a trade off where their equipment was tuned to where they would get a good gate, walk normally, get the right balance, but their motor skills would suffer, where they had a hard time writing. The patient stated it has gotten worse and they couldn't write for themselves. They couldn't walk normally without giving up to some of the tremors in their hand and their fine motor skills, which were the worst they've ever been. They have problems on uneven ground at night. The patient would turn 90 degrees and they would momentarily be off balance but would soon regain their balance. The patient said it didn't seem to be right and that they had an appointment scheduled for the 19th for adjustments. They went to a healthcare provider (hcp) and they determined the patient wasn't walking right. They made adjustments but never to a point where they were walking right and the hands were steady, so they gave up on the hands a little bit, which was troublesome. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient reporting that the circumstances which led to the fall and symptoms were changing activity level and device programming. The patient also reported that the first fall and symptoms had been resolved. No further patient complications have been reported as a result of this event.